Event description:
It was reported that during a da vinci-assisted surgical procedure, that there was a chip in the black wire of the fenestrated bipolar forceps instrument. The surgical procedure outcome and patient outcome were not provided. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps instrument regarding the chip of black wire by the customer, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire¿s molded insulation. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument had damaged conductor wire insulation during a procedure. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.